Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a patient underwent implant of a 27mm epic stented porcine mitral valve on (B)(6) 2012. On (B)(6) 2022, the patient required explant of the epic valve due to mitral regurgitation. Patient symptoms were unknown. Upon explant, a tear was noted on the valve cusp. The device was exchanged with a new, 27mm non-abbott valve. No additional information could be obtained as visiting the hospital is prohibited.

Manufacturer narrative:
Explant due to regurgitation was reported. The investigation found that there was a tear in cusp 1. Cusps 1 and 3 contained calcifications. All three cusps had thinning and loss of collagen. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined, however the thinning and loss of collagen fibers noted could have contributed to the tear. There is no indication of a product quality issue with regards to manufacture, design, or labeling.b1 has been updated

Event description:
N/a.